Event description:
Patient was on 3 hour treatment. At 2 hours 54 minutes of completed run time the display went blank. Blood pump continued to run and yellow caution light was flashing. Power was cycled off and back on. The unit then producted no alarm and no screeen display. Cycling power again, the unit came up in a power interruption mode asing the operator to choose "restart setup" or "continue". When continue was selected, the unit went into a complete power shutdown with alarm. Patient treatment was discontinued and removed from the unit.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, electrical tests performed. Results of evaluation: inadequate quality assurance, other. Conclusion: intermittent failure directly contributed to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.